Manufacturer narrative:
Explant due to regurgitation and upon explant, torn cusp were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation found mild fibrous thickening on all leaflets. There was surface fungus on all leaflets and all three leaflets were torn. The fungus was limited to the tissue surfaces and had no associated inflammation. There was no inflammation or significant calcifications present. However, the circumferential fibrous pannus ingrowth on the inflow surface of the device was revealed to have resulted in the narrowing of the valve diameter which could have caused the reported event. Based on the information received, the cause of the reported incident is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta valve was implanted in a patient. It was then reported that on (B)(6) 2023, the patient underwent valve replacement procedure due to regurgitation. Upon explant it was noted that there was a tear in the valve. The valve was replaced with an unknown non-abbott valve. The patient status is unknown.

Event description:
It was reported that on an unknown date six years ago, an unknown sized abbott trifecta valve was implanted in a patient. It was then reported that on 18 march 2023, the patient underwent valve replacement procedure due to regurgitation. Upon explant it was noted that there was a tear in the valve. The valve was replaced with an unknown non-abbott valve. The patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.